Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had recurring ventricular intracardiac (vt) causing low flow alarms on the system monitor. The pt expired.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.